Event description:
Customer reported device = hi and lab = 321 mg/dl. Another device = hi & lab = 365 mg/dl performed 20 minutes apart. Controls were in range. Treatment information not provided. A request was made for return product, however was declined.